Event description:
It was reported that during a spinal surgery, a screw slipped and had to be removed to complete the procedure. There were no patient complications reported from this case.

Manufacturer narrative:
Additional information: product analysis: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.